Event description:
A female pt underwent a percutaneous coronary intervention (pci) in 2008. The procedure was performed through a 6 french procedural sheath (no other pt or procedure details are known). It was reported that a mynx vascular closure device was used at the end of the catheterization procedure, by a trained operator, for achievement of femoral artery hemostasis. Immediate hemostasis was successful, although the pt complained of leg pain during recovery. The pt did not undergo doppler ultrasound testing and was discharged without a diagnosis for the leg pain. The pt returned to the hospital due to ongoing leg pain (the number of days post discharge was not reported), however, no diagnostic testing or treatment was done and the pt was sent home. The pt returned a second time (amount of time since prior hospital visit was not reported) at which time a CT scan was performed, suggesting the popliteal artery in the ipsilateral leg was occluded. The occlusion, reported as hard in nature, was stented via percutaneous access gained from the contra-lateral side and flow was successfully restored. The pt tolerated the procedure well and no further clinical sequelae were reported. No other info was available from the site.

Manufacturer narrative:
The device was not returned for evaluation. Based on the limited info provided, the root cause of occlusion is unk. There is no evidence to suggest that the mynx device did not perform as intended.